Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an explanted intraocular lens with reason as vision was not as desired and patient had residual astigmatism with post operative best corrected visual acuity was greater than two lines in the patient's right eye, after surgery. Patient symptoms were resolved.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is:(B)(4).